Manufacturer narrative:
During failure analysis, overheating was duplicated. Further investigation revealed corrosion damage to the ball bearings. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker micro oscillating saw was sent in for repair due to overheating during use. No adverse consequence was associated with the event, no further information is available regarding the event.